Manufacturer narrative:
The device was evaluated by a philips rse. The customer was instructed to run an operational check and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a power malfunction.